Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 808:03.? (B)(4).

Manufacturer narrative:
The reported condition of failure code 808:03 was confirmed. The failure code occurred once in the event history but was not duplicated during service. The failure code may have been caused by dirt in tubing channel. The tubing channel was cleaned to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 808:03. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.